Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a duel lumen PICC. The customer stated that the PICC was leaking below the molded strain relief of the primary extension tubing. The PICC was placed on (B)(6) 2011 in the left saphenous and secured with occlusive dressing over the site and chevron at the butterfly over the occlusive dressing. The primary line had fluid infusing continuously. Prior to placement, the area was cleaned with betadine and alcohol. After placement the hub was cleaned with alcohol. The PICC was removed on (B)(6) 2011 and was replaced with another MFR's product. Pt is stated as discharged to home.

Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.